Manufacturer narrative:
(B)(6). (B)(4). Product analysis:witness marks and deformation for connector attachment point noted to be close to the edge of the connector on one of the two returned for analysis. Witness marks on same connector set screw appear to display somewhat less engagement into the connector, in contrast to the opposite side. Deformation extends past the end of the connector. The deformation of the connector set screw in comparison to the opposite side appear to suggest incomplete tightening of the set screw allowed movement sufficient to remove itself from the end of the connector.

Event description:
It was reported that, during surgery to remove hardware, the surgeon noted that both set screws were partially and completely backed out where they joined the iliac connector to the iliac cmas. Reportedly, the surgeon commented that althogh he had lots of experience with iliac cmas but he had never seen this happen before. Product came in contact with the patient. Patient comlications were unknown. No treatment or additional surgery was performed as a result of this event.